Event description:
It was reported that a solution set had a cut in its tubing located between the stopcock and luer lock. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection a cut was observed in the tubing of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem was the tubing protruding from the packaging when it was sealed. Re-training of involved personnel to correct this issue took place after the production of this lot. Should additional relevant information become available, a supplemental report will be submitted.